Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/4/2020. Additional h6 component code: g07002 - conforming device. Additional information: a manufacturing record evaluation was performed for the finished device lot number am9882, and no non conformances / manufacturing irregularities were identified. Additional h3 investigation summary: it was reported suture broke. It was received for evaluation an opened box with nineteen unopened samples of product code vr2298 lot am9882. During the visual inspection of thirteen unopened samples, no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch.the device performed without any defect noted and the actual complaint sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2020, and the suture was used. It was reported that the suture broke. There were no patient consequences reported. No further information is available.